Event description:
Same case as #6000093-2007-00741; it was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion was located in the severely calcified right coronary artery (rca). The physician used a 2.5x12mm maverick2 balloon to predilate the vessel. It was inflated to 16 atm's for 10 seconds and a dissection occurred. The physician used a taxus express2 3.0x16mm drug eluting stent to treat the dissection. The dissection started spiraling distally. Five more taxus express2 stents (2.75x32mm, 3.0x32mm, 2.5x24mm, 3.0x24mm and 2.75x32mm) were placed. The entire rca was stented. A 3.0x15mm non-compliant balloon was used to successfully post dilate the stents. Ivus was used to ensure stent placement. No further patient complications were reported. Patient status is satisfactory.